Event description:
The family member called on the customer's behalf. The family member stated that they were connecting the reservoir to the set and the reservoir attachment snapped off. Although, the reservoir stayed connected to the set. The customer stated that they did not use excessive force. The customer was advised that replacements will be sent.